Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that threaded baseplate inserted cross-threaded and would not come off baseplate. It was unknown, if there was a surgical delay. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the treaded tip of the baseplate inserter rod was stripped, confirming the reported allegation. The disassembled allegation cannot be confirmed because the device is not stuck. However, due to the stripped condition, it might cause the device to be unable to assemble with the its mating device. Therefore, the reported condition can be partially confirmed. Potential cause can be attributed to unintended use error, this type of damage is likely due to repeated slightly off-axis assembly. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional evaluation was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the baseplate inserter rod was contribute to the complained device issue . Based on the investigation findings, the potential cause is trace to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that threaded baseplate inserted cross-threaded and would not come off baseplate. It was unknown, if there was a surgical delay.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a3a, and d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.